Manufacturer narrative:
(B)(4). The customer returned one guide wire assembly for analysis. No definite signs of use were observed. Visual analysis revealed that the guide wire contained one kink towards the distal tip. It was also noted that the guide wire was not entirely within the protective tubing when receiving the sample and the straightener tube was not returned. The kink measured 34mm from the distal tip. The overall length of the guide wire measured 60.4cm which is within the specification limits of 59.5cm - 60.5cm per the guide wire product drawing. The outer diameter of the guide wire measured 0.0175" which is within the specification limits of 0.0175" - 0.0180" per the guide wire product drawing. The guide wire was functionally tested per the guide wire instructions for use provided with this kit which instructs the user, "if using arrow raulerson syringe, advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The guide wire was passed through a lab inventory arrow raulerson syringe (ars)/introducer needle subassembly. Little to no resistance was experienced. A manual tug test confirmed that the proximal weld was intact. Packaging was consulted and they confirmed that when assembled and packaged, the entire guide wire is placed within the protective tubing, so no part of the wire would be exposed to get damaged. Additionally, without the kit returned for analysis, it cannot be confirmed if damage to the kit during storage/shipping attributed to the observed kinking. Therefore, at this time, the cause of the kink cannot be determined. A device history record review was performed and no relevant findings were identified. The customer report of a kinked guide wire was confirmed through investigation of the returned sample. The guide wire contained one kink towards the distal end of the guide wire. Despite this, the guide wire passed all relevant dimensional and functional requirements, and a device history record review revealed no relevant findings. Based on the customer description, the sample received, and feedback from packaging, the potential root cause cannot be confirmed at this time. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
PICC nurse noticed wire was kinked on the end after removing it from the kit. A new kit was used to perform the procedure. No patient involvement with device reported.

Event description:
PICC nurse noticed wire was kinked on the end after removing it from the kit. A new kit was used to perform the procedure. No patient involvement with device reported.

Manufacturer narrative:
Qn# (B)(4).